Event description:
It was reported, that "the cannula made a permanent whistling noise after putting on". There was no reported pt injury and/or change in therapy. The involved device(s) were returned and forwarded to the quality analytical lab for analysis and investigation. Note: reference medwatch report #2029387-2000-00087 as there were two different lot numbers reported.